Event description:
Unreliable. Monitor comes on and gives an error. Customer can't remember if a number or letter appears on the screen. He then turns off the monitor to try again and he receives a very low reading, which is not correct.